Event description:
It was reported that there were transparent plastic particles floating in a 150 ml intravia container. The customer observed particles of approximately 1/8 to 1/6 of an inch in size after compounding with milrinone. As the event occurred before use, there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation with a clear solution inside of it. Visual inspection was performed and identified particulate matter floating inside of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The particles were determined to be fragments of a membrane tube septum generated upon insertion of a spike into the administration port. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.